Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the decision was made to place impella cp on a patient with severe microvascular disease and left ventricular end-diastolic pressure 38. The impella was inserted per best practices, however was shocked for tachycardia arrhythmia, but was not intubated or coded. Fluids were given to optimize. The patient recovered well and labs/hemodynamics looked great. Decision to explant was made.

Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. No product was returned for investigation. Tachycardia: the root cause of the tachycardia was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.